Manufacturer narrative:
Post-operative pain and implant migration are listed in the device instructions for use (IFU) and in the procedural technique guide as known possible adverse effects associated with use of the system. Root cause of the revision surgery could not be determined as no other information was available for investigation. Benvenue will continue to seek out more information and will file a supplemental MDR if necessary. A review of the lot history record confirmed no manufacturing nonconformities were issued to the reported lot that would have caused or contributed to this event. Based on a review of the information provided, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
On august 12, 2019, benvenue received information indicating that a revision surgery took place to remove a luna implant due to pain. Date of index surgery was (B)(6) 2017. Revision surgery date is unknown.